Event description:
It was reported that the user experienced recurrent blood glucose fluctuations while using the ilet system with dexcom g7 and disclosed frequent use of ¿less than/greater than¿ meal announcements, occasional missed or late meal announcements, announcing meals when not eating, and issuing false meal announcements to reduce elevated glucose. Symptoms included episodes of low glucose and high glucose. Outcomes included the need for troubleshooting and education and scheduling of additional training. Investigation included customer care review of use patterns and provision of education on correct meal announcement timing and content, including advising against announcing when not consuming at least 15 grams of carbohydrates and against using meal announcements as a correction. Investigation of this case revealed user technique and operational misuse, specifically inappropriate or absent meal announcements and use of meal announcements as corrections. It was concluded that the event was related to use error and inadequate understanding of operating instructions, with education provided and additional training assigned.